Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient code updated to reflect code 2645.

Event description:
Information received indicating that a cadd legacy plus pump gave occlusion/line pressure error. No adverse effects reported. Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
H3: one cadd legacy plus pump was received in good physical condition with a scratched screen. There was no evidence of the reported issue in the event history log. The device was tested 3 times all 3 tests passed within internal specification, however, the downstream sensor will be replaced as a preventive measure.

Event description:
Information received indicating that a cadd legacy plus pump gave occlusion /line pressure error. No adverse effects reported.